Event description:
It was reported that the team reviewed the patient and observed the external end of the PICC missing, broken, or cut. Dressing intact. Remaining part of PICC removed. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc catheter segment was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was observed to have been broken just proximal to the 3 cm depth marker. The catheter tubing was observed to be flattened slightly around the 4 cm depth marker. Some slight tensile weakness was observed in the area of the break in the catheter. A microscopic observation revealed the fracture surface was very flat and granular in texture, and the edges of the break were observed to flare outwards very slightly. The exact cause of the break in the catheter could not be determined; however, possible contributing factors include excessive tensile (pulling) stress, excessive or prolonged compression, over-pressurization, and/or excessive or prolonged kinking of the catheter tubing. This complaint will be recorded for future trending and monitoring purposes.